Event description:
It was reported that the insulin pump alarmed motor error. Insulin was squirting out during manual prime process. The customer was disconnected during the prime process. During troubleshooting the insulin pump alarmed no delivery. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The motor functioned properly and no anomaly noted. No motor error alarm or unexpected no delivery alarm during our testing. The insulin pump displayed properly. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).